Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage to the jaws of the 8mm force bipolar instrument, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the force bipolar instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia repair procedure, the 8mm force bipolar instrument jaws broke. The surgeon had to further break the instrument inside the patient in order to remove the instrument. As a result, a portion of the jaw broke off inside the patient. The customer retrieved the fragment during the same procedure using a grasper instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage or anything ordinary noted. The instrument reportedly broke during attempts to remove the instrument. The surgeon did not express any opinions or beliefs on what caused the break. The instrument was in use for over forty (40) minutes when the breakage occurred. It is unknown if the instrument collided with other instruments. The instrument's wrist was straightened before attempts were made to remove the instrument. The surgical staff did not notice any damage to the cannula after the event occurred. The customer did not notice any other damage to the instrument after the event occurred. All fragments were removed and a visual inspection was done with the endoscope. There were no additional procedures or post operative tests done. The procedure was robotically completed. No image or video available for review.